Event description:
It was reported that during a coronary angioplasty treatment procedure, difficulty inflating the balloon was encountered. After the physician crossed the lesion with the maverick2 monorail 20 mm x 2.5 mm balloon, all attempts at inflating the balloon were unsuccessful. Then the physician noticed blood flowing back into the encore inflation device. The maverick balloon was removed from the pt. The physician then noticed a "break" in the balloon. The physician completed the procedure with a goodman balloon without any pt injury or complication. Other devices used during the procedure were a medikit sheath, a runthrough guide wire, and a brite tip guide catheter.